Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range shock impedance measurements. Previously, these measurements had been normal. A 5 joule shock was delivered and the shock impedance returned to a normal measurement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received: approximately four months later, during a follow up visit, lead interrogation was performed. Ventricular fibrillation was induced. An 11 joule shock was delivered and a charge time of 1.9 and normal shock impedance. The patient with this lead is in sinus rhythm. As no issues were found, a decision was made to leave this lead implanted and in service. No adverse patient symptoms were reported.